Manufacturer narrative:
(B)(4).

Event description:
As of (B)(6) 2015 the patient considered having the pump removed. The patient currently had no medication in the pump, only saline. The patient stated that every time they adjusted the pump, he would swell up right away. When the patient was with another doctor, they would turn the pump up then see the swelling and turn the pump down. The patient went through this a few times. The patient went to see another doctor who said they were not going to do that and would not use anything other than what was approved for the pump. The patient wondered if there were other medications that would not make him swell because he was considering removing the pump permanently otherwise. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that since implant, the patient had been having swelling of the feet, and some sensitivity to dosages. The reporter stated they had tried changing the "cocktail" of medications for some time, but were planning to run the pump at minimum rate mode for 90 days while the old drug dispensed. The pump system was being used to infuse fentanyl, and hydromorphone. The patient was later seen for the pump alarming on (B)(6) 2014. The alarm was confirmed to be due to an empty pump. Before the refill, a rush was put on the order for morphine, but that order was cancelled when the patient realized that he had a history of a morphine allergy. The patient experienced mouth and throat swelling after morphine was used for a patient-controlled analgesia (pca) during post operation hospitalization. The patient also had medication changes in the past to a few narcotics that cause whole body swelling, especially lower extremity. Do to these issues; the decision was made not to change the medication to morphine. During the refill, the pump was found to be mobile and tilted in the pocket. The pump was covered with a thick subcutaneous fat layer. Approximately 0ml of fentanyl and hydromorphone solution was removed. The pump was then flushed with 20ml of preservative free normal saline 3 times. The pump was then refilled with 40ml of preservative free normal saline and set to minimum rate mode. The patient had not been seen since the refill and the outcome was unknown. The patient was to be seen before 6 months for re-evaluation and refill. It was also noted during the appointment that the patient experienced a pain score of 7-8 out of 10. The patient was also taking gabapentin, baclofen, and clonidine at the time of the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported they reportedly tried morphine and the patient was still experiencing a lot of ¿medication reactions¿ issues like swelling/edema. As a result, they were trying to determine which drugs would not cause the swelling/edema and would work for the patient. As of the date of this report, the patient was going to be going back to saline at 1ml/ml at 0.048ml per day and they were doing a system content removal procedure to remove the morphine from the device system. The device at the time of the report was in minimum rate mode according to the reporter. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).